Event description:
Information received indicates the head section and foot hi/low functions cannot be raised.

Manufacturer narrative:
The technician isolated the issue to sticking hydraulic valves. He replaced the hydraulic valves to repair the bed.